Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that two (2) pump modules had damaged female iuis. The issue was observed by bd representatives during their site visit. There was no patient involvement. Per report, samples will not be sent to bd as the device was sent to the hospital's clinical engineering for repair.